Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: d9, h3, h6. Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed, which meets the expected result. During the functionality test, a stent was not observed to deploy upon actuation; therefore, it was determined that the stent was likely deployed prior to receipt and not returned within the injector. Slider resistance is not verified since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly" during implantation in right eye. No eye injury reported.